Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02408.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02408. It was reported the patient lost stimulation due to the leads migrating. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.